Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The source of the fragment is unknown, however the customer alleged that it came from an isi instrument (unknown which instrument). The vessel sealer extend (part number 480422-01 / lot number m90210328-0123) that was used during the procedure was returned, along with the fragment. Failure analysis evaluated the instrument and found that the vessel sealer extend instrument was not related to the complaint. A visual inspection was performed and revealed that there was no broken or missing component observed from the instrument. The instrument was placed and driven on an in-house system where it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests, and passed the jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed and no failures were observed during log review. The instrument was found to have mechanical damage on the grip tips which is attributed to mishandling/misuse. The instrument was also evaluated by an advanced failure analysis engineer. The returned fragment was noted to be a hard black plastic, which is not used on patient contacting parts of the vessel sealer extend. The instrument was inspected under magnification, and there were no fragments that were found to be missing from the instrument. This suggests that the fragment originated from some other source, not the vessel sealer extend. There was no problem related to this instrument that was related to the allegation of the fragment falling inside the patient. No other instruments or accessories used during the procedure have been returned for analysis. Therefore, the source of the fragment remains unknown, and the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified a record for the returned vessel sealer extend that was used during the procedure, but no other related records. No image or procedure video was provided for review. A review of the log for this event has been performed. Per logs, the alleged issue occurred on (B)(6) 2021 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a piece of plastic, which was alleged to have come from an isi instrument, was found in the patient's abdomen. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. Only the vessel sealer extend instrument that was used during the procedure has been returned, and the fragment was found not to be from this instrument based on failure analysis. The source of the fragment remains unknown. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. Information is unknown since the specific product involved with the event is unknown. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Information for the blank fields in name and address is not available. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Date recd by MFR (2020 reports) and device manufacture date are blank because there is insufficient product information available to obtain the 510k number or the date of manufacture. Field PMA/510k (2020 reports), adverse event, recall (if recall number is given) (2020 reports), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a piece of plastic was found in the abdomen of patient. The source of the fragment was unknown, although it was suspected to have come from an intuitive surgical, inc. (Isi) instrument. The fragment was retrieved with a backup instrument and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to attempt to obtain additional information. However, no further details have been received as of the date of this report.